Manufacturer narrative:
Physio-control verified the reported issue and determined that the fuse holder was unscrewed and so replaced the fuse holder. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would not be able to provide defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control received information that the customer's device is a trainer device, which is not a medical device. Therefore no further investigation will be conducted by physio-control concerning this reported event.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would not be able to provide defibrillation therapy if needed. There was no report of patient use associated with the reported event.